Manufacturer narrative:
H6: the delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Clinical study. It was reported that 4 days post index procedure, the patient experienced a stent thrombosis (st), myocardial infarction (mi) and target vessel revascularization (tvr). The patient was admitted the day of the index procedure to evaluate symptoms of unstable angina. Coronary angiography revealed a calcified 85% lesion at the "right-angle bend" of the proximal rca. The patient was subsequently referred for pci. Target lesion 1 was a de novo lesion located in the proximal right coronary artery (rca) with 90% stenosis and was 15mm long with a reference vessel diameter of 3.5mm. There was moderate calcification and tortuosity. The physician predilated the lesion prior to placing a 3.0x20mm taxus express2 drug eluting stent. During the procedure, the patient experienced hypertension and received an aerosol treatment for shortness of breath. The patient was discharged one day later on plavix only due to the aspirin allergy. On day 4, the patient presented with complaints of acute onset substernal chest pain. ECG showed an acute inferior injury pattern. Cardiac enzymes were consistent with mi. The patient was started on heparin therapy and transferred for cardiac catheterization at another facility. Cardiac catheterization revealed total thrombotic occlusion of the proximal rca with no antegrade flow and faint left-to-right collaterals. The previously placed proximal rca stent was noted below the point of occlusion, but the exact stent margins could not be delineated due to laboratory equipment issues. The previously placed stent also appeared to be undersize relative to the distal vessel, which may have contributed to the stent thrombosis. Suction aspiration of the proximal rca was performed using an export catheter; residual thrombus was then treated with balloon angioplasty. Transient bradycardia after the first balloon inflation was treated with IV atropine sulfate. Decision was made to proceed with repeat stenting of the proximal rca because of residual thrombus in the distal portion of the stent and the probability of thrombus and/or dissection in the proximal aspect of the stent. The rca was treated with a total of three other manufacturers overlapping bare metal stents (4.0x18mm, 4.0x18mm, and 4.0x50mm). Final angiography showed no evidence of residual thrombus, dissection, or distal embolization. Per the catheterization report, the stented segment now matched the size of the distal vessel as well as the proximal vessel. During this hospitalization, the patient underwent aspirin desensitization under the care of an allergist. The patient was discharged three days later on both asa and plavix therapy. In the opinion of the physician, there is a possible relationship between the mi/st/tvr and the taxus stent.